Event description:
The patient contacted animas on (B)(6) 2013, reporting that his blood glucose (bg) was over 500mg/dl right now with no symptoms and he should be in the hospital due to pump not working correctly. The patient treated himself with injections and the bg came down to 171mg/dl. The patient reports no problem with site insertion, no leak or smell of insulin. The patient confirmed that the time/date were correct, basal rates were correct, all basal adds up with total daily dose. A review of bolus history confirmed that all boluses were delivered as programmed except for one bolus for which the patient inferentially cancelled and gave an injection as previous bolus for today did not bring down bg. There were no associated alarms. The patient is priming and completing filling cannula appropriately. Customer support explained to the patient that the pump appears to be delivering all programmed insulin and the patient does not agree and feels pump says it is delivering but he does not feel that it is. Customer support advised the patient that due to implication of pump not delivering appropriately to use alternate form of insulin delivery. This report is being made due to the alleged hyperglycemic event the patient experienced due to the alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.